Event description:
On (B)(6) 2009~ posterior cervical fusion c5-6 posterolateral instrumented fusion from c5-7 laminotomy and foraminotomy c7 bilaterally (B)(6) 2009 patient presenting for follow-up on posterior cervical fusion from c5 through c7, patient says pain is getting much better. Reports some occasional numbness in left arm (B)(6) 2011 CT scan of the cervical spine without contrast the left c5 lateral mass screw has no purchase in the left c5 lateral mass with a large amount of lucency about that screw. The right c5 lateral mass screw shows lucency about the screw also consistent with infection or loosening. The c6 lateral mass screws show no definite hardware complication. There is solid bony fusion across the c6-7 facet joints, the c7 lateral mass screw on the left extends into the left c7 pedicle. The right c7 lateral mass screw extends into the spinal canal lateral recess region for the right cs nerve root. Grade 1/4 mm spondylisthesis of c6 upon c7, multilevel facet joint arthropathy including the left c2-3 and c3-4 as well as the right c2-3 facet joint. On (B)(6) 2011 patient presented for a followup. Surgeon spoke with patient about CT results. There are screws that are loose at c5, but what appears to be a solid fusion at c6-c7 with residual subluxations. Patient has not had any symptoms of fevers or chills, main complaint has been tenting of the skin in upper thoracic spine and this is presumably from his subluxation at c6-c7, CT does show lucencies around the c5 screw bilaterally, the left c5 screw appears to be out of the bone, there is no evidence of broken screws or broken rods, the c6-c7 level has screws that are in place and solidly fixed and there appears to be solid bony fusion, but there is subluxation of c6 on c7.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.